Event description:
Senseonics was made aware of an incident where the insertion wound opened and pus discharged. The sensor was implanted on (B)(6) 2018. It was further reported that the sensor was working properly and the glucose readings obtained were satisfactory. The patient was advised to visit the clinic for further medical attention.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Several attempts to follow-up with the patient for an outcome were made. There was no response received from the patient on the outcome of this incident. To the best of our knowledge the sensor was not explanted as it was reported that the sensor was working properly and the glucose readings were satisfactory.